Event description:
It was reported that the patient was treated for atrial flutter in 2006. In 2007, the patient experienced atrial flutter with low ejection fraction (30%). The physician considered this second event in 2007 a complication from the initial procedure in 2006. It was reported that the event was definitely procedure related. Prognosis of the patient was reported to be excellent.

Manufacturer narrative:
.